Event description:
Ten months after insertion of essure, I began having right sided abdominal pain, pain that extends into the right buttock and right upper thigh; CT and us performed shows right ovarian cysts; severe constipation that requires multiple medications to obtain at least a little relief; abdominal weight gain and bloating; feel full easily; nausea; metal taste in mouth; blurred vision; brain fog/memory problems, word finding problems; irritability; fatigue; ankle and wrist joint pain; and pain in feet. The day following exercise I feel flu-like symptoms with low grade fever, chills and achy joints. Before essure, I was an active triathlete and mother of 5 children. I'm in pain and feel run down most days and don't have the energy to participate in their care, let along exercise. I'm a night shift ICU rn, used to running all night long from patient to patient. I had to leave that job for a desk job. Sitting is uncomfortable related to the pain in my right pelvic area and pressure in my abdomen as if I were (B)(6) pregnant.